Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. It was noted that there was hard calcification on the annulus and left ventricular outflow tract. The perimeter of the annulus was measured at 75.4mm, the diameter was 40mm, and the area was 424mm^2. A pre-bav was performed with a 20mm non-abbott balloon. The starting implant depth at 80% deployment was 4mm. The left coronary cusp was pushed by the calcification. Echocardiogram showed a moderate to mild-moderate perivalvular leak (pvl). The device was implanted. The final implant depth was 4mm. The pvl remained the same. A post-bav was performed once with a 22mm non-abbott balloon. The pvl was alleviated to mild-moderate. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.

Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. Information from the field indicated that the valve was correctly sized based on provided dimensions, there was hard calcium on the annulus and the left ventricular outflow tract, the left coronary cusp side was pushed by calcification, there were no deployment difficulties noted, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, the reported pvl appears to be related to patient condition (calcification affected expansion). There is no indication of a product quality issue with regards to manufacture, design, or labeling.